Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a message indicating that a pulse generator fault had occurred. This ICD had reverted to fallback mode.